Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a high impedance issue with the implantable neurostimulator 97715 intellis adaptivestim pain. The patient experienced a shock and intermittent stimulation issues. The high impedance was not observed on the day of surgery. Troubleshooting steps included performing an impedance check and reprogramming the stimulation programs to avoid contacts with out-of-range impedance measurements. The new programs do not use any "avoid" or "do not use" electrode contacts. The issue is ongoing with no resolution. No patient complications have been reported as a result of this event.